Event description:
Customer reported that the unit went ventilator inoperative with error code message of post timer/24v failure. Customer stated that the unit has no charge lights. Customer started the unit in diagnostics and noted service codes 3 (start-up in diagnostic mode),1014 (post timer/24v failure) , and 1 (normal start-up). Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.